Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following verbatim: it was reported by customer that the incorrect threading/bonding, when the pump was set up for a patient to receive oxaliplatin, the tubing started to leak chemotherapy.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
No additional information.